Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device had minor scratches on the display window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump stopped working and it wouldn't turn back on. His blood glucose was 313 mg/dl. The device only counts up to four then turns back off. The device was exposed to water and two hours later it stopped working. Troubleshooting was performed. The device had gone in half way in the water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.